Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding , embedded fm in the stopper and ink smear with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding , embedded fm in the stopper and ink smear was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to defective stopper molding issue through CAPA 796739 and potential causes have been identified. As a result, corrective actions have been established and are in the process of being implemented.

Event description:
It was reported that foreign matter was discovered embedded in 16 shields, 3 tubes had foreign matter, and 4 tubes were damaged prior to use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: dirty shield/inner shield x16 (embedded fm). Damaged/deformed tube x4 (molding defect). Dirty tube x3 (ink smear).

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign matter was discovered embedded in 16 shields, 3 tubes had foreign matter, and 4 tubes were damaged prior to use with a bd vacutainer® k2 edta (k2e) plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: dirty shield/inner shield x16 (embedded fm), damaged/deformed tube x4 (molding defect), dirty tube x3 (ink smear).